Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction [oversensing] is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a [death], this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant medical products: continued: addr01 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was found down in a swimming pool, and there were possible far field r-wave (ffrw) exhibited with the right atrial (ra) lead. Follow-up investigation later revealed that the patient expired. No further information could be obtained.